Event description:
Boston scientific received information that this patient's home monitoring equipment detected an out-of-range (oor) high shock impedance for this tachy device and right ventricular (rv) lead system. The cause was not determined as attempts to obtain additional information were unsuccessful. The tachy device and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.